Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump that experienced failure code 501:320:654:0000 was not confirmed nor reproduced during product evaluation; however, the quality engineer identified failure code 199 to be the confirmed condition. The root cause of this condition was depleted main batteries. The main batteries were replaced in order to correct this condition. A service history review revealed no previous service events were related to the reported condition. This device is a remediated colleague pump with a user interface module software version of 5.09.90.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition of failure code 501:320:654:0000. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version is unknown at this time.